Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient had her pump and catheter explanted due to meningitis. The issue was reported as resolved and the patient was alive with no injury. It was noted that the devices were discarded of. No further complications have been reported as a result of this event.